Manufacturer narrative:
Qn#(B)(4). The device involved in this complaint has not been returned to the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges that "angled connector has spontaneously broken during ventilation". Alleged defect detected during use. Device was exchanged for a for a new one. No report of patient harm. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). Lot# corrected to 16dt23. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was not returned for evaluation; therefore, the complaint could not be confirmed.

Event description:
Customer complaint alleges that "angled connector has spontaneously broken during ventilation". Alleged defect detected during use. Device was exchanged for a for a new one. No report of patient harm. Patient condition reported as "fine".